Manufacturer narrative:
Per the clinic, it was reported that the patient has no infection on the left implant area. This report is submitted on aug 16, 2021.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient was admitted to hospital (specific date and duration not reported) with a skin infection and inflammation around the implant site, and was treated with intravenous antibiotics on (B)(6) 2021. Clinical management of the patient is ongoing. The implanted device remains.